Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained rv oversensing during automatic device check was observed. Review of egm noted that the oversensing was occurring during charging. It was discussed that the device function will not be affected by this behavior and capacitor maintenance (capm) check should be performed in-clinic because automatic capm was cancelled due to the issue. Capm will be performed during next scheduled in-clinic visit. Patient was fine.